Event description:
It was reported that the device was presenting with double beep with cassette during testing. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal is intact. High pressure and disposable message in the event history log. Customer problem was not duplicated "double beep with cassette" issue during the investigation. However, fluid ingression that was found on the downstream sensor is causing the double beep - cassette attached. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace downstream sensor. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records.